Manufacturer narrative:
Pump received with missing retainer and missing reservoir tube o-ring. Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, and active current measurement; however, unable to perform the displacement test and occlusion test due to missing retainer. Pump also alarmed pump error 63 during self-test and the alarm is located in the formatted history file due to a software error. Pump also received with scratched case, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Insulin pump was return without prior authorization. Failure analysis was completed.